Event description:
The customer reported that there is variation between the blood glucose level and the sensor reading. The blood glucose level was 139 mg/dl and the sensor was reading 71 mg/dl. The patient stated that the insulin pump is not communicating with the transmitter. The current blood glucose reading is 156 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).